Event description:
It was reported that the patient never had a therapeutic effect from the pump. It was stated that the healthcare provider (hcp) increased the morphine dosage multiple times without relief. It was noted that due to the circumstances, the patient was weaned off morphine over the past year and was ultimately replaced with saline. The patient indicated that she had recent bruising around the implant site. Per patient, the pump was implanted for idiopathic neuropathy, small fiber disease. The patient had a follow-up appointment on (B)(6) 2012 to discuss removal of device. The pump was used to infuse morphine (concentration and dosage unknown), but now only infused preservative-free normal saline. It was later reported in (B)(6) 2012 that the hcp tried various medications without getting pain relief. It was noted that baclofen was tried, but the patient was ¿too sensitive and could not tolerate baclofen.¿ it was stated that the pump system was checked and was "fine." It was stated that the patient intended on getting the device removed due to the lack of a response to the medication. It was then stated that the hcp believed the battery "malfunctioned and the pump needed to come out." It was unclear if the pump was actually malfunctioning. It was reported previously that the pump was checked and was performing as intended. The patient stated to having chronic obstructive pulmonary disease (copd) and that the "pump or morphine made her lungs worse." It was further stated that the patient had cellulitis and lymphedema. The patient outcome was unknown. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).